Event description:
It was reported the patients were admitted to the hospital for chemotherapy every 21 days, returned home after 15 days of use, and performed PICC maintenance weekly. On (B)(6) 2021, trachoma leaked from the catheter and the patient had subcutaneous edema.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4170 showed one other similar product complaint(s) from this lot number.